Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the laser would not activate, and the system shut down unexpectedly. There was no patient involvement. Additional information was received. When the system was unplugged from wall power for a few seconds, the force shutdown message popped up and displayed a 60 second timer. After the timer runs out, the system shut off. During this process, the battery percentages displayed in self test for both the main and camera carts did not drop below 90%. There were no fault lights on the main cart ups. Both the site and the manufacturer representative have reported that the system has shutdown when plugged into the wall. The manufacturer representative confirmed again that the laser was not functioning on the camera cart. Additional information was received. The system shut down when plugged into a known functional electrical outlet. The system was powered back on and batteries were tested by unplugging the system. The system shut down a second time while the batterywas unplugged from the wall and read 97% on system inventory. The system was powered on a third time, and functioned as normal without shutting down.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4), product ID: 9735787, serial/lot #: (B)(4), product ID: 9735771, serial/lot #: (B)(4), ubd: 10-aug-2022, product ID: 9735814, serial/lot #: unknown, ubd: 10-aug-2022, a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. The handle was returned to the manufacturer for analysis. Analysis found that analysis found that the reported event was related to a malfunction, switch issue. H3: the camera handle was returned to the manufacturer for analysis. Analysis found that the returned handle is not functional when connected to a know good psu. The switch does not light the laser pointer on the psu. Analysis found that the reported event was related to a malfunction, switch issue. H3: the battery was returned to the manufacturer for analysis. Analysis found that the battery was tested (25.89v) with a known good uninterrupted power supply (ups) for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. H3: the uninterrupted power supply (ups) was returned to the manufacturer for analysis. Analysis found that the ups was tested with the accompanying battery for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. H3: the battery was returned to the manufacturer for analysis. Analysis found that the battery was tested (50.07v) with a known good uninterrupted power supply (ups) for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. H6: b01, c07, d02 apply to the system checkout. H6: b01, c13, d02 apply to the concomitant product ID: 9735814. H6: b01, c19, d14 apply to the remaining concomitant products. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) correction: please erase this statement "the handle was returned to the manufacturer for analysis. Analysis found that the reported event was related to a malfunction, switch issue." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.